Manufacturer narrative:
Additional information provided in: b1 (adverse event/product problem), b2 (outcomes attributed to adverse event), b5 (describe event or problem), d6b (explant date), d9 (returned to manufacturer date), h1 (type of reportable event), h3 (device evaluated by manufacturer), h6 (evaluation method codes, evaluation result codes and evaluation conclusion codes), h7 (if remedial action initiated, type). The ams 700 momentary squeeze (ms) pump was visually inspected. No leaks were found. The pump was functionally tested and failed deflation test. Product analysis concluded these deflation issues could affect the functionality of the pump. Product analysis confirmed a pump malfunction. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient presented with difficulties inflating his inflatable penile prosthesis (ipp) device. The pump bulb was hard. The ipp pump was explanted and a new pump was implanted.

Event description:
It was reported that the patient presented with difficulties inflating his inflatable penile prosthesis (ipp) device. The pump bulb was hard. The patient first reported the difficulties he was experiencing with deflating his device to the physician on (B)(6) 2020. The patient also had swelling and a possible hematoma. On (B)(6) 2021 the patient reporting experiencing scrotal pain in addition to difficulty pressing the pump. The patient was physically examined on (B)(6) 2021 at which time the physician found there was fluid around the pump making it more difficult to define its borders. The physician was able to determine the pump was flipped upside down. He was able to deflate the device slightly. There were no signs of infection, erythema or other tissue induration. The patient was seen on a later date to have the pump of his ipp device replaced. During the revision surgery the physician found there was a large amount of scar tissue around the pump. The pseudocapsule was removed along with the pump, and a new pump was implanted in a dependent portion of the scrotum. The pouch was then closed and the device was inflated to check its functionality. Upon inflation, the physician noted that the cylinders were buckling. It was also observed that the right cylinder was slightly lower than the left and was not completely in the mid-glans. Due to the buckling and potential oversizing of the cylinders, the implant did not achieve a high degree of rigidity. The physician decided to leave the cylinders in place because he did not have consent to replace them prior to the procedure. They only had consent to replace the pump. The patient tolerated the procedure well and was stable.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported deflation issues were confirmed as analysis identified the pump failed the deflation test. This functional failure could affect the functionality of the pump. Product record review indicated that the reported patient symptoms do not represent an unanticipated event. Based on the pump failing the deflation test, the reported malfunction could be traced to a component failure. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the inflatable penile prosthesis (ipp) pump was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there were no leaks in the pump. Functional testing of the pump identified it failed the deflation test. The pump performed within specification of the inflation related tests. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of pain, swelling, scarring, device malposition and device migration were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with difficulties inflating his inflatable penile prosthesis (ipp) device. The pump bulb was hard. The device is going to be revised on a future date.